Manufacturer narrative:
(B)(6).

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Troubleshooting was performed and an o-ring was found on the pneumatic tap resulting in the cartridges not fitting onto the pump. The o-ring was removed, however, the error recurred. Customer's blood glucose level was 162 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 162 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.